Event description:
It was reported a pump "alarm does not sound during alarm condition."

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. It was confirmed that the audio function was not present. Further eval identified that the absence of audio was due to a failed (1 watt) speaker. All visual functions performed as expected. The date of event is unk.